Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): 5076-45 lead, implanted: (B)(6) 2006. A 419378 lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data was collected from the device and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted beginning (B)(6) 2015, the rv pacing impedance measured 1064 ohms from a trend of 400 ohms. On (B)(6) 2015, the impedance spiked to 4047 ohms and has been variable. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the hospital following a right ventricular (rv) lead pacing impedance alarm that triggered. It was noted the rv impedance was high upon interrogation and a lead fracture was suspected. It was further added there was a possibility of a loose lead pin due to shallow insertion into the device connector port. Fluoroscopy was performed and showed the tip of the connector pin was not visible, or extended, from the lead in the header. The rv lead remains in use and will be replaced. No patient complications have been reported as a result of this event.